Manufacturer narrative:
Batch review performed on 14 march 2025 lot 2422027: (B)(4) items manufactured and released on 21/10/2024. Expiration date: 01/10/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: ball heads: mectacer 01.29.230h head biolox option ø 28 (k131518) lot 2427936: (B)(4) items manufactured and released on 24/10/2024. Expiration date: 07/10/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary hip surgery on (B)(6) 2025. On (B)(6) 2025, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.